Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.

Event description:
Attorney reported: on (B) (6) 2006 - pt underwent surgery for repair of an umbilical hernia. A small circle ventralex hernia patch mesh, (B) (4), was implanted to repair the hernia defect. On (B) (6) 2007 - pt presented to her physician with continued pain at her umbilicus and palpable mesh under the skin. At this time, her surgeon scheduled an exploratory surgery at the hernia repair site with removal of mesh. On (B) (6) 2007 - pt underwent surgery to remove the previously placed ventralex patch. Pt has suffered and will continue to suffer physical pain and mental anguish.